Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a knee arthroscopy, the passing pin left shavings of metal in the intercondylar notch when it was drilled through the 6mm offset guide. All the metal pieces were removed from the patient by shaver suction. Surgery was completed after a non-significant delay, using the same device. No further complications were reported. Patient is doing well, no complications.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. It was communicated via e-mail that the shavings from the passing pin occurred with three patients. It was also noted that, all metal pieces were removed in all instances with shaver suction. The procedure was completed using the same device and that the patient is doing well, no complications. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, off-axis insertion of the device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.